Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were hospitalized due to peritonitis. The patient reported experiencing pain and diarrhea prior to the diagnosis. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022 with abdominal pain and a cloudy pd effluent bag. Pd effluent cultures were obtained and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime dose, frequency, and duration were unknown. The cultures resulted in negative growth with a white blood cell (wbc) count of 2,353, unknown units. The patient¿s symptoms worsened with nausea and vomiting resulting in the inability to eat or take oral medications. The patient was admitted to the hospital on (B)(6) 2022, the patient was discharged home on (B)(6) 2022. No information related to the hospital course was available. The cause of the patient¿s peritonitis was unknown. It was reported that the patient representative assists with set up and practices pristine aseptic technique. The pdrn wanted to observe the patient¿s treatment being set up. Attempts to schedule a home visit were unsuccessful. The patient has recovered and stated there is no more abdominal pain and the pd effluent is clear. The patient was scheduled for a lab draw at the clinic at which time a repeat culture will be obtained.

Manufacturer narrative:
Corrected information: this submission was created to correct the initial submission of 3008730267-2022-00116. Please note extraneous manufacturer device coding was included. The applicable codes have been removed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported they were hospitalized due to peritonitis. The patient reported experiencing pain and diarrhea prior to the diagnosis. Upon follow up the pdrn reported that the patient presented to the pd clinic on (B)(6) 2022, with abdominal pain and a cloudy pd effluent bag. Pd effluent cultures were obtained and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime dose, frequency, and duration were unknown. The cultures resulted in negative growth with a white blood cell (wbc) count of 2,353, unknown units. The patient¿s symptoms worsened with nausea and vomiting resulting in the inability to eat or take oral medications. The patient was admitted to the hospital on (B)(6) 2022, the patient was discharged home on (B)(6) 2022. No information related to the hospital course was available. The cause of the patient¿s peritonitis was unknown. It was reported that the patient representative assists with set up and practices pristine aseptic technique. The pdrn wanted to observe the patient¿s treatment being set up. Attempts to schedule a home visit were unsuccessful. The patient has recovered and stated there is no more abdominal pain and the pd effluent is clear. The patient was scheduled for a lab draw at the clinic at which time a repeat culture will be obtained.